Manufacturer narrative:
Updated investigation findings report: there were nine cases with a method code of device not returned (4114). There were four cases with a method code of testing of actual/suspected device (10). There were four cases with a results code of operational problem identified (114). There were nine cases with a results code of no findings available (3221). There were twelve cases with a conclusion code of cause not established (4315). There was one case with a conclusion code of cause cannot be traced to device (4310). The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Four samples were returned. Nine samples were not returned. (B)(4). The manufacturer internal reference number is: (B)(4).

Event description:
This report summarizes malfunction reports of scratched intraocular lenses (iol). The reported patient ages range from unknown to 76 years. There were 3 female patients, 3 male patients and 7 unknown gender.